Event description:
Dealer alleged that the sieve beds are leaking. Per independent repair center statement, the unit has low o2 or a yellow light. The alarm will not functioning. The key failure was the sieve bed leaking. Additional malfunctions were the zip ties for the sieve beds were replaced. The 4-way valve poppet was defective and replaced. The on/off with on the control panel was defective and replaced.